Event description:
The implant was implanted 4/5/90, in right breast as part of post breast cancer reconstruction. By august implant was positioned much higher than at implantation and had to be repositioned surgically. From 3/90 to explantation on 1/26/94 the right breast had continual pain and capsular contracture. Examination of explanted implant by pathology showed no rupture but the tissue from periphery of silicone implant showed presence of silicone as granules in fibrous capsule and beyond to soft tissue. Also extensive perineural fibrosis, extensive degeneration of striated muscle and histiocytes. Pt, age 58, has been diagnosed with autoimmune disease. She has elevated antithyroglobulin and antimicrosomal tests. First implant was 4/90. Pt age 54. Capsular contracture surgery was 8/90. (Same pt referred to in 1001883.)